Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. Device received with loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was unknown. Customer also reported that the insulin pump alarmed compromised force sensor system alarm and motor error. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported they were unable to clear the alarm. Customer reported insulin pump did require rewind. Customer not able to complete rewind. The device will be returned for analysis.